Event description:
Information was received indicating that a smiths medical device was not turning on. There no adverse events reported.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection found it to be in good physical condition. Further inspection found a crack in the return tube which had leaked water, damaging multiple internal components. The problem source has been determined to be the design of the device, and membrane switch, return tube, and main pcb were all replaced.

Event description:
Ro# (B)(4): device not turning on. Additional information received at smiths medical 07-may-2020: when did the reported product fault occur? 4/9/2020, during testing. Did the product issue cause or contribute to patient or clinical injury? No. Has any regulatory authority been notified? No. Date the issue discovered? 4/9/2020.